Manufacturer narrative:
Per the clinic, following an MRI procedure on (B)(6) 2025, the patient reported soreness at the implant site. Approximately one week after the MRI, an unhealed scab was observed and the implant magnet was noted to have been pulled out through the scalp tissue. A CT scan confirmed the presence of magnet dislodgment. Subsequently, the device was explanted on (B)(6) 2025 (specific date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report.

Event description:
Per the clinic, the patient experienced skin breakdown and extrusion of the implant magnet following the MRI. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the previous or follow up MDR submitted on january 20, 2026 was filed incorrectly. No explantation has occurred. Per the clinic, the implant magnet was removed on (B)(6) 2025. Surgery to replace the magnet has been completed on (B)(6) 2025. The implanted device remains.